Event description:
A report was received that the patient was experiencing uncomfortable stimulation even if the device had been turned off. It was also reported that the patient had soreness around the anchor site. The patient was sent to the emergency room and was given pain medication.